Event description:
It was reported that this right atrial (ra) lead was associated with a system infection. During an extraction procedure of the system, the ra lead perforated the patient's heart causing pericardial effusion. Additional open-heart surgery was performed to address the perforation/pericardial effusion and the patient was reported to have passed away later from the extraction procedure. All evidence indicates the ra lead was explanted and no additional adverse patient effects were reported.